Event description:
(B)(4). Event occurred in the united states. The patient was experiencing high blood glucose (533 mg/dl) due to the bent cannula and was not receiving insulin. The patient had used infusion set for 2 days and took a bolus as a corrective measure. Subsequently, the patient was hospitalized due to infusion set issue. He received regular shots and intravenous insulin therapy as a corrective treatment in the hospital. The patient remained in the hospitalized for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.